Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator kept creating failed storage space. The customer tried to reboot and recover the storage space, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch and hasp were misaligned. A field service engineer (fse) asked customer to log in and inventory medications to open the refrigerator door for inspection. The system was powered off, and the side panel was opened through the remote manager. The latch was removed, inspected, and reinstalled, while the mounting plate nuts were loosened to allow adjustment of the srm alignment; the nuts were then tightened back securely. The hasp on the door was verified to be properly secured, and the refrigerator door was manually opened and closed multiple times to confirm proper alignment and functionality. The system was powered back on, and the pharmacy user performed an inventory action to test the repair, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.